Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings from the adc freestyle libre sensor. Customer loss consciousness and was incapable of self-treating. Customer was in hypoglycemia and received a glucose injection by paramedics and was transported to the hospital however, no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving high readings from the adc freestyle libre sensor. Customer loss consciousness and was incapable of self-treating. Customer was in hypoglycemia and received a glucose injection by paramedics and was transported to the hospital however, no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.